Event description:
It was reported that metallosis at juncture of modular neck connected to the hip stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.